Event description:
Healthcare provider was in the process of inserting a new 20 g bd saf-t-intima IV in the left arm of an oncology pt with a low platelet count.inserted catheter into vein and began to slowly pull needle stylet back and into the attached extension tube. The extension tube with needle stylete inside fell out of the winged hub of the catheter. This fell apart as if the extension tube was never bonded into the hub. We have not seen this issue before.======================manufacturer response for IV catheter safety system, saf-t-intima (per site reporter)======================manufacturer emailed nurse for more details.